Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a device replacement procedure, there was insulation damage noted on the right ventricular (rv) lead. The impedance and threshold were tested, and the threshold was noted to be slightly high. Due to the patient needing a low stimulation percentage, it was decided to leave the lead implanted. The patient as stable with no consequences.